Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection of the returned device, the error description provided by the customer was confirmed, and further defects were detected. In total the following defects were detected: customer complaint noted, led not illuminating, blade damaged. Adhesive points on camera head worn, housing worn. Cover worn. Leak between plug and cover. The device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is assumed that the cause of the described fault is wear of the adhesive at the tip of the c-mac blade, which was caused by wear during use and the reprocessing process. The wear of the adhesive allows fluid to penetrate the blade, which affects the electronics and causes the light sensor to fail. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported: "no light". No negative impact in state of health reported.